Event description:
The customer observed negatively biased lac results with quality control fluids. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.